Event description:
It was reported that during a percutaneous coronary intervention procedure, a guidewire fracture occurred. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal diagonal artery. A 185cm kinetix plus guidewire was being advanced to the target lesion, however the wire fractured off in the diagonal branch. An attempt was made to snare the fractured wire, but it was unsuccessful so they left the detached wire inside the patient. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the kinetix plus guidewire was received inside a carrier tube (hoop) within a kinetix plus product pouch. The core wire and high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The remaining hts measured 6.5" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guidewire fracture occurred. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal diagonal artery. A 185cm kinetix¿ plus guidewire was being advanced to the target lesion, however the wire fractured off in the diagonal branch. An attempt was made to snare the fractured wire, but it was unsuccessful so they left the detached wire inside the patient. The patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).